Manufacturer narrative:
Updated fields b4 d9 device available for evaluation and date return to manufacture g3 g6 h2 h3 h11. Corrected field h6 type of investigation findings and conclusion code the iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter with the one-way valve attached the sheath was not returned for evaluation two kinks were observed on the catheter tubing and inner lumen approximately 582cm and 759cm from iab tip. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled catheter tubing and inner lumen kinked. An underwater leak test of the balloon catheter y fitting and extracorporeal tubing was performed and no leaks were detected a leak may impact the ability to maintain vacuum the condition of the iab as received indicated kinks on the inner lumen and catheter tubing a kink can cause difficulty during insertion we are unable to determine when the kinks may have occurred the evaluation confirmed the reported problem per IFU always grasp the iab catheter no more than 25cm from the insertion site or sheath hub and advance in short continuous stroke to avoid kinking the iab catheter a lot history record review was completed for the reported product no nonconformances were found that are considered to be related to the event.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - d10, h6(medical device problem code).

Manufacturer narrative:
Updated fields: b4, g1(contact person - mfg site),g3,g6,h2, h11. Corrected field: d4 (UDI number).

Event description:
It was reported that the sensation plus 50 cc iab catheter sheath had not been passed through the balloon. No patient harm and injured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.